Event description:
The customer reported no display. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported no display. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The power pca was replaced to resolve the reported issue.